Event description:
Caller reported blood glucose results of 584 mg/dl, 230 mg/dl, and 110 mg/dl within 10 minutes on the aviva system. Reported another comparison of blood glucose of 287 mg/dl and 115 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.